Event description:
Patient's blood glucose was tested at 11am with a result of 88 mg/dl. The patient was stated to be almost unconscious. The customer was given an IV of d5. A lab test was performed within thirty minutes with a result of 17 mg/dl and a cat scan was performed. The customer was given an IV of d50. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.